Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout for normal eri, externalized conductors were observed. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies were found. The lead was connected to a new device, and the patient will continue to be monitored.

Event description:
New information notes that oversensing was observed. Lead was capped and replaced.